Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient underwent a repositioning surgery under general anesthesia on (B)(6) 2024 to adjust the implant position as the patient was unhappy with the original placement. The implanted device remains.

Manufacturer narrative:
Per the clinic, open circuits and short circuits were noted on six and two electrodes respectively and an explant and re-implantation was planned. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.